Manufacturer narrative:
Product complaint #: (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional evaluation summary: the actual sample was returned for evaluation. One empty opened folder, a detached needle and one dispensed suture of product code 8425, lot al2199 were returned for analysis. During the visual inspection of a detached needle, the double stake marks was not complete in a side of the needle resulting in an incorrect swage for this product code and consequently, that suture had been detached from the needle. Per the sample condition, the assignable cause of the pull off suture needle is an incorrect swage.

Event description:
It was reported that a patient underwent a colostomy and incisional hernioplasty procedure on (B)(6) 2019 and suture was used. The whole procedure was fine, but at the time of closure, suture was used and the needle released from the thread. The doctor asked for another suture and the same thing happened. At the end, the doctor closed without problem with another suture. There was no surgical delay. The patient was discharged. No adverse patient consequences reported.